Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent restenosis occurred and the patient experienced unstable angina and elevated troponins. In (B)(6) 2014 3.00 x 38 mm promus premier¿ stent was implanted in the left anterior descending (lad) artery. In (B)(6) 2017, the patient presented with unstable angina and slightly elevated troponin levels; 90% focal in-stent restenosis (isr) was noted. The following day, surgery was performed and predilation was completed with a 3.00 x 15 mm balloon followed by the implant of a 3.50 x 20 mm synergy stent, resulting in 0% stenosis and restored timi 3 flow. The patient went home later that day an the physician felt that the results were "excellent."